Event description:
After a cassette was loaded into the pump and the door was closed, the nurse noted unrestricted flow and immediately clampd the tubing set. The pump was removed from clinical service. Therapy was resumed using a replacement pump. During testing by the user facility, the biomedical engineer reported that the "wheel of the door was missing." After the biomedical engineer loaded a cassette and closed the pump door, unrestricted flow was noted from the distal end of the tubing set. There were no reported adverse pt effects. No medical interventions were required.